Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy procedure, the device misfired. There was poor staple formation and the staple line was incomplete. The issue was fixed by using suture and over-sewing the staple line. There was no injury to the patient. Patient is stable.